Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came in for a normal clinic check and the atrial lead impedance was noted to be high. The lead was changed to unipolar setting and numbers were in the normal range. The device was normal function. The patient was stable.